Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6 the device was returned to olympus for inspection, and the reported black shadows was intermittent and later disappeared and did not reappear. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion tube has a knock mark, a component failure of the outer tube. Based on the results of the investigation, it is likely the following led to the malfunction: the insertion tube has a knock mark is caused by excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image with black shadow. The issue occurred during set up before use. There were no reports of patient harm.